Event description:
Pt was a post-op. Had a surgically placed swan ganz catheter in place. Catheter working well before and had good readings. Used for readings every 2 hrs. At am wedging, results obtained. Approx 2 minutes later, pt began coughing up blood. Pt subsequently coded and expired. Biomedical engineering received occurrence report 6/30/2000. Medical examiner in possession of catheter.